Event description:
Medtronic received a report that a pipeline failed to open. The patient was undergoing surgery for treatment of a saccular, unruptured c6 segment lateral wall aneurysm with a max diameter of 4.5mm and a 6mm neck diameter. The landing zone was 4.37mm distally and 4.88mm proximally. It was noted the patient's vessel tortuosity was moderate. The access vessel was the femoral artery with a dimeter of 4.8m. The angiographic result post procedure was normal. It was reported that the surgeon passed the p27 stent catheter through the lesion and deployed the stent according to the standard procedure. Then, the ped2-5-30 was unsealed for treatment, and the stent was deployed after the distal mark of the stent reached the distal end of the m1 straight segment. After withdrawing the microcatheter, it was found that the distal end of the stent could not be opened smoothly. Then a certain length was deployed and waited for about 30 seconds, but it was found that the problem was still not solved. The stent was then retrieved and the previous operation was repeated, but the stent still did not open. The stent catheter was then taken out of the body, and it was found that it still could not open normally outside the body. Finally, a new catheter and stent were replaced, and the operation was successfully completed. The pipeline was used for an indication that is approved (on-label). The reported devices and any accessory devices were prepared and the catheter was flushed as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event. Ancillary devices include a deepintec guide catheter and stryker guidewire.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis #814578768:¿ equipment used: video inspection system (m-85519), ruler (m-83361), camera (panasonic lumix dmc-zs5) ¿ as found condition: the pushwire was returned inside a biohazard bag and a shipping box. There was no braid returned with the pushwire. ¿ visual inspection/damage location details: the distal and proximal dps restraints were intact. The dps sleeves were found intact with no signs of damage. The distal hypotube and ptfe shrink tubing were intact, with no signs of elongation. No bend was found on the pusher. No damages were found with the tip coil, distal marker, re-sheathing marker, or proximal bumper. No other anomalies were observed. ¿ testing/analysis: n/a ¿ conclusion: based on the returned device, the pipeline flex was not confirmed to have failure to open at the distal end, as the pushwire was returned without the braid. No damage was found with the pushwire. Possible causes of failure to open include vessel tortuosity, damaged braid, and the user deploying the braid in the vessel bend. However, the customer reported that vessel tortuosity was moderate, ruling out vessel tortuosity as a potential cause. The damaged braid and user deployed the braid in the vessel bend could not be ruled out as possible causes. The root cause could not be determined. Since the braid was not returned, any contribution of the braid to the reported issue could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received that the pipeline tip could not be opened, and it was impossible to confirm whether the catheter had other issues. The pipeline had not been placed in a vessel bend when it failed to open.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.